Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone that customer's pump was beeping and it's not stopping. Customer fell off the bed thus resulting to the beeping sound. Customer's blood glucose was unknown at the time of the incident. Nothing will be replaced or returned for analysis.